Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded by the customer, therefore no product analysis could be performed. Conclusion: the device history record was reviewed and indicated there were no issues regarding manufacturing and sterilization (raw materials, manufacturing time period, packaging and labelling, or sterilization load) that would have impacted this event. The sterilization process used by medtronic utilitizes bbg solution which has an anti-microbial kill on the microorganisms, and it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaues atcc 9372 which is representative bioburden for the microbial flora found in our manufacturing controlled environment. It was unlikely that the fungus originally came from the device and/or manufacturing valve process. Without the return of the valve, a root cause of the event was unable to be determined.

Event description:
Medtronic received information that three months post implant of this bioprosthetic aortic root and valve, this valve was explanted and replaced with a homograft valve due to a fungal infection. The explanting physician reported there were massive vegetations on the valve, but the valve leaflets were intact. The category of fungus has not been provided. No adverse patient effects were reported.